Event description:
It was further reported that the target lesion was de novo. Predilatation was not performed. After deployment of stent the residual stenosis was 0%. Timi flow grade remained 3 through the procedure. In (B)(6) 2007, the patient was discharged on bayaspirin and plavix.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The 75% stenosed and 10mm long type b target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.3mm. The target lesion was treated with direct stent placement using a 3.50x16mm taxus express2 stent and post dilated at 14atm. Intravascular ultrasound was performed and the stent was considered well apposed. No patient complications during the index procedure were reported. (B)(6) 2011, the patient unexpectedly passed while walking close to home. No resuscitative attempts were made and the cause of death is unknown. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).